Manufacturer narrative:
The lens has been returned and it is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to broken capsule. Vitrectomy was performed and another lens of different model was implanted successfully. According to surgeon, the injector was the likely cause of the event and the patient's prognosis was reported as "good". This event occurred with the patient's left eye. Reference MDR#1313525-2015-00248 for the injection cartridge involved in the event.